Event description:
Customer stated that one pt has been getting readings of 1.2 the past few weeks, despite increases in warfarin. The pt is now at 10 mg of warfarin per day and has exhibited signs of bleeding around his gum line. Therapeutic range 2.0-3.0. Customer called back on (B)(6) 2012 to state that a lab draw was done on the pt and that a result of 1.4 inr was obtained. She states that his inr was in fact low and that she sees a result of 1.4 as clinically insignificant as compared to the 1.2. She is satisfied.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.2, reference: 1.4, mean: 1.3, confidence limits: 1.0 - 1.5, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Product performed as expected. No further investigation is necessary. No further investigation is possible because no lot number info or meter serial number was provided by customer. Customer compared inratio test result with therapeutic range. Follow-up lab reference test result was also low. No strip lot info was available. Pt's condition could not be ruled as root cause. No product was expected to be returned. Root cause could not be determined with the info customer provided. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.